Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, the white pad of the device got detached and it fallen into the customer's stomach. The piece fallen into the patient has been retrieved. Another device from the same lot number was used to complete the procedure. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information: is the white tissue pad completely missing from the clamp arm of the device? No, the white tissue remained attached to the clamp arm. Did the patient experience any adverse consequences due to this issue? No patient consequences.